Manufacturer narrative:
A device service history review has been performed and identified that no other similar event has been reported, neither concerning trend has been identified. Based on the investigation findings, considering the outcome of previous investigations into similar cases and taking into account the manufacturing date of the unit, the reported event has been attributed to a defective stirrer motor, most likely due to wear and tear of the component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland gmbh manufactures the heater cooler 3t system, the event occurred in united kingdom. A livanova field service technician was dispatched to the site and confirmed the issue. The stirrer motor was replaced. The device successfully passed all calibration, functional, and electrical safety checks. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that heater cooler 3t system showed the error pump 1 will not start (e05). The issue occurred during priming. There is no report of patient injury.